Event description:
During the device evaluation, the flex deflectable videoscope's distal end metal was found to be deformed. There was no patient involved.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the deformity is as a result of applied stress (hitting by hard object, dropping, etc.) From the outside. However, the root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5/10 IFU operation manual ¿chapter 3 preparation and inspection_3.3 inspection of endoscope¿ olympus will continue to monitor field performance for this device.